Manufacturer narrative:
Evaluation of the returned device found evidence to suggest the instrument left biomet conforming to all functional and dimensional requirements.

Event description:
It was reported patient underwent total hip procedure (B)(6) 2013. While inserting the proximal body, the inserter would not disengage from the implant. The imlplant was removed from the patient and another implant and inserter were used to complete the procedure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.